Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd veritor plus analyzer provides false negative results. (Catalog number 256066, serial number (B)(6). Bd veritor plus analyzer was not returned for investigation. Hence, root cause unable to determine. This complaint is unconfirmed. DHR for veritor plus analyzer, serial number (B)(6) was reviewed and nonconformances related to this failure mode were not revealed in manufacturing during final testing. The device was released conforming. Bd quality will continue to monitor for trends related to the veritor system. H3 other text : see h.10.

Event description:
It was reported that while using the bd veritor plus analyzer that there was a false negative. The following information was provided by the initial reporter customer reporting false negative results from product 256066 serial number (B)(6).

Event description:
It was reported that while using the bd veritor plus analyzer that there was a false negative. The following information was provided by the initial reporter customer reporting false negative results from product 256066 serial number (B)(6).

Manufacturer narrative:
D.3 common device name: antigens, all groups, streptococcus spp. E.6 initial reporter e-mail: (B)(6). E.7 initial reporter addr 1: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.